Manufacturer narrative:
Case-(B)(4): the device was returned for evaluation, device lot number 84256. Complaint is confirmed for torn mylar, source of the tear is a result of packaging design and customer handling of product. There was no patient involvement. Torn mylar was determined during incoming inspection.

Event description:
It was reported on 10/17/2018 that the distributor received a cryo2 device that failed incoming inspection for the sterile package being torn. There was no patient involvement.